Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v437452, implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-mar-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient was having a replacement surgery the day of the call and pre-operatively when the impedances were checked the caller was seeing >4000 ohms on the pairs 0-3, but all other pairs were ok. It was reported that intra-operatively they were seeing >4000 ohms on all pairs with electrodes 0 and 1, and the caller didn¿t know which electrodes were being used for therapy. The caller reported they had already done testing at 2, 3, and 4 volts as well as testing 210us, 330, and higher values. It was suggested they test for motor response on the electrodes in question and if they couldn¿t get a motor response with 0 and 1, they could consider changing out a component. Additional information was received on (B)(6) 2018, from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that only combination 0 and 3 showed >4000 ohms before the procedure. The rep reported that after the replacement every combination using 0 and 1 showed >4000 ohms. The rep reported they were unsure of the cause and the patient was programmed using only electrodes 2 and 3. It was reported that the patient was feeling stimulation in the vagina at thresholds under 1 volt. The issue was reported to have not been resolved. No patient symptoms were reported. No further complications were reported.